Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. 3830 implantable pacing lead 2009 (B)(6); (B)(4) implantable cardioverter defibrillator 2009 (B)(6). (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) had unexpected longevity and reached elective replacement indicator (eri) within the warranty period. It was also reported that the left ventricular (lv) lead had high thresholds. The device was explanted and replaced and the lead remains in use. No patient complications have been reported as a result of this event.